Event description:
Additional information indicates that a lead diagnosis was performed wherein both leads were reported to have multiple impedances. As a result, surgical intervention was undertaken on 24apr2024 wherein the ipg and both leads were explanted and replaced to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
A4: patient weight was updated 210lbs. E. Initial reporter: whole section was updated with most recent physician information based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000098196.

Event description:
Related manufacturer reference number: 3006705815-2024-02571. It was reported that the patient was experiencing ipg site pain and ineffective stimulation. One lead had impedance issues on all contacts. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead had impedances.